Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath after a transcatheter aortic valve replacement procedure. Reportedly, after the clip was the starclose se device was deployed into the artery, the starclose se device could not be removed. The dilator was inserted into the access ports releasing the locking mechanism on the thumb advancer and the device could be removed. The clip of the starclose se device achieved hemostasis. Manual compression was applied for tissue tract oozing only. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.